Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6 . MDR section codes updated/corrected: a, b, c, d, e, g. The cause of the patient¿s bone cysts and revision reported cannot be conclusively determined; however, it may be due to patient-related factors, a reaction to wear or debris particles, or component alignment. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech vantage total ankle study, the 68-year-old caucasian male patient had a right taa on (B)(6) 2018. On (B)(6) 2023, patient presented with pain that had been ongoing 4-5 months. He reported increased anteromedial and lateral pain that is worse with increased activity and weightbearing. CT findings determined there were large cystic lucencies underlie the talar plate component measuring up to 2.3 cm. The patient underwent revision surgery on (B)(6) 2023 and the outcome of this event is considered to be resolved. The case report form indicates that this event is definitely not related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 350-02-04 - talar implant sz 4 rt : (B)(6). 350-10-04 - ankle sz 4 locking clip : (B)(6). 350-22-04 - tibial insert fb sz 4 rt 6mm : (B)(6). 351-91-03 - recip sawblade 8x50x1mm : (B)(6). (H3) pending evaluation.